Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported on voice message -grandmother is using the walgreen syringes. The syringes from 3 packets would suck up insulin. However, they would then clog when pressing down on the plunger and not push out the insulin. Dc lot # catalog# date of event sample status left message on patients voice message system. With walgreens phone # and our hours of operation.